Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen was dimming and difficult to read in the light. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/23/2013: the device was returned to animas and evaluated by product analysis on 06/26/2013 with the following results: pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Unrelated to this complaint, pump returned with audio bolus button missing and inoperable, due to missing cover and white slug. Audible sound level can not be tested due to the missing bolus button cover.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.